Manufacturer narrative:
(B)(4). Returned were a spring wire guide (swg) and a 3-lumen catheter marked 7fr x 20cm on the juncture hub. A visual exam was performed and the catheter appeared typical. The swg had displaced coils 1.4 and 3cm from the distal tip. The outside diameter and length of the swg were found to be within specification. The proximal end of the returned swg was inserted into the tip of the catheter and it passed through the catheter without resistance. A 0.035" swg from lab inventory passed through the distal lumen from the tip to the hub without restriction. A manual tug test on the swg confirmed that both welds were intact. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. It states that if resistance is encountered when attempting to remove the swg after catheter placement, the swg may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the swg about 2-3cm and then attempt to remove the swg. The IFU cautions that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. (Con't) other remarks: the report that the swg kinked was confirmed through examination of the returned sample. The swg had displaced coils at 1.4 and 3cm from the distal tip. Functional testing showed the swg passed freely through the catheter. A review of the DHR did not reveal any manufacturing related issues. Based on the functional testing and the condition of the sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges an impediment was observed and removed the swg (spring wire guide) because it was bent. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges an impediment was observed and removed the swg (spring wire guide) because it was bent. No patient injury or harm reported.